Event description:
The patient underwent successful stent assisted coil embolization of a left parasellar aneurysm. It was reported that two days post procedure the patient suffered an ischemic cerebral infarction in the treated area resulting in aphasia and sided paralysis symptoms. The antiplatelet medications; ozagrel sodium (160mg) and ibudilast (30mg) were administered in response to the event. It was reported that follow up visit approximately 26 days post procedure, confirmed that the patient¿s symptoms have subsided. The physician believed that a clot may have occurred between the stent and the implanted coils resulting in the patient's symptoms post procedure. No additional information is available.

Manufacturer narrative:
Subject device remained implanted.

Event description:
The patient underwent successful stent assisted coil embolization of a left parasellar aneurysm. It was reported that two days post procedure the patient suffered an ischemic cerebral infarction in the treated area resulting in aphasia and sided paralysis symptoms. The antiplatelet medications; ozagrel sodium (160mg) and ibudilast (30mg) were administered in response to the event. It was reported that follow up visit approximately 26 days post procedure, confirmed that the patient¿s symptoms have subsided. The physician believed that a clot may have occurred between the stent and the implanted coils resulting in the patient's symptoms post procedure. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and vessel thrombosis are known risk associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.